Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture of the left device. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: no penetrating nick observed on the device. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reports rupture of the left device. Device has been explanted and replaced with a non allergan device.